Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem's technical support, the customer disconnected then reconnected the tubing and observed drops exit from the tubing. The customer believes their blood glucose (bg) level was slightly elevated. However, the exact value was not provided as the customer declined to test their bg level.